Event description:
It was reported that the iab was inserted in a paitent with multiple medical problems and undergoing a left anterior descending stent placement. During the procedure, the left anterior descending was perforated by the stent. The iab was placed and the patient was rushed to or. While in the or, there was a left ventricular ejection. After approximately 10 minutes of pumping, the pump was shut off and then restarted. The patient expired at this time. This incident is not being blamed for the patient's death.